Event description:
Revision surgery - the patient came from another physician in virginia beach. She was having pain and mobility problems. The doctor looked at x-rays and decided to remove the stem and replace with a larger stem. He planned to keep the glenoid components, but the patient had an infection so he removed all implants and put in a spacer. The doctor did not think the implants were the problem, rather the previous doctor.